Event description:
Resident was being transferred from her wheelchair into bed by use of the hoyer lift with canvas sling. The canvas sling ripped just below the reinforecment stitching on the rod pocket on the lower left corner of the sling while the resident was suspended in the air next to be. The resident fell to the floor. Per doctor's order, she was transferred to the hospital where she was admitted for an above the knee fracture of left femur, left elbow, and left shoulder, she remains hospitalized on this date with left leg immobilizer and left arm sling. She is receiving IV therapy and oxygen. The hoyer lift and all slings were immediately taken out of use. Upon interview with involved staff, it was determined that the lift itself operated properly and policies established for its use were followed. Upon visual examination of the involved sling, it was found that both layers of canvas had ripped in a straight line below the rod pocket stitching. The lower portion of the sling was faded in color. It did not appear that the ripped area of the canvas sling had been frayed prior to the incidentdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily. The device was not destroyed/disposed of.